Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 6 out of 11 reports that are being submitted as initial individual mdrs. If implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. The lens was cleaned, and scratches were observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. Stuck in cartridge could not be confirmed, because the lens was received outside the cartridge tip. The complaint issues could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol)was stiff and would not advance. There was patient contact but the lens was not inserted. The incision was not enlarged. There was no patient injury, no medical complications, and there was no surgical intervention. Attempts were made to contact the customer to request additional information but no response was received. No further information is available.